Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: synergy ous mr 3.50 x 16mm stent delivery system was returned for analysis. An examination of the crimped stent revealed proximal damage. The proximal end of the stent was bunched in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   Bsc ID: (B)(4). Tw: (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.